Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse replaced the mtm arm due to the multiple occurrences of the issue. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the mtm arm involved with this complaint and completed the device evaluation. During failure analysis, the mtm was tested and operated with error. The axis 5 motor on the mtm arm was replaced. Following this, the mtm was subjected to further testing and was restored to specification.

Event description:
It was reported by the customer during a field service activity for another da vinci system, that an issue for another da vinci system was experienced. The customer stated that a recoverable error fault and the master tool manipulator (mtm) arm was allegedly pulling away/resisting. The intuitive field service engineer (fse) informed the customer of proper troubleshooting when issues with the system are experienced. Fse reviewed the system logs and confirmed multiple error code 23013 on mtmr2. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer mentioned that they had multiple recoverable errors and was able to continue with the procedure. It is unknown if the system functionality was checked upon powering on the system. In addition, the customer mentioned that the site was always able to recover from the faults by pressing the "recover" button. There was no procedure conversion or addition of surgical ports.